Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: kim, h. S., young, m. J., narayan, a. K., hong, k., liddell, r. P., & streiff, m. B. (2008). A comparison of clinical outcomes with retrievable and permanent inferior vena cava filters. Journal of vascular and interventional radiology, 19(3), 393¿399. Doi: 10.1016/j.jvir.2007.09.019.

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled "a comparison of clinical outcomes with retrievable and permanent inferior vena cava filters " that after filter placement, new symptomatic pulmonary embolism (pe) was identified in 5 patients. The status of the patients was not provided.